Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor not working" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, and lack of balance and was unable to self-treat, requiring third-party administration of glucose gel and orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "sensor not working" error message was reported with the adc device in use with iphone 8, ios 16.5.1, version : 2.8.1.6120 and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, and lack of balance and was unable to self-treat, requiring third-party administration of glucose gel and orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported no message appears when scanning a sensor with the freestyle librelink application. Successfully scanned and received glucose readings using using similar device configuration (iphone se, ios 16.3, 2.8.1.6120). No issues were identified with librelink application. Thus the complaint was unable to reproduce. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.